Manufacturer narrative:
Siemens was informed of the reported event on (B)(6) 2014. This MDR is being mailed on (B)(6) 2014. Investigation into the event has shown that there was no malfunction of the ect system. The CT system operator's manual cautions the user to always fix and observe the patient during system movements to avoid injury. Considering this, no corrective action is initiated.

Event description:
The customer informed siemens on (B)(6) 2014, that a patient broke a bone during an examination on the CT system. Reportedly, the patient suffers from paralysis of the left arm. The patient was positioned with their left arm lengthened, their right arm raised and they were fixed to the table with a belt. At completion of the examination of the operator moved the table by using the controls in the control box. The belt then became caught on the edge of the cover of the top support, and the patient's left arm was lifted. The patient expressed that they were experiencing pain in their left, upper arm and after examination the patient was diagnosed with a broken bone. There is no other information available in regard to the patient's status. This reported event occurred in (B)(6).